Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case was cracked and chipped by the left and right bottom corner, cracked by the handle, hole on top case between tube holder and the barrel clamp size of a quarter, cracked by the tube holder, missing seal (lining on bottom case) and visible contamination. Event history log review was performed and found no evidence of reported problem. Visual inspection and biomed diagnostics check were performed. According to the investigation, the customer's reported problem was found during inspection and start up. The investigation reported that the reported problem was caused by physical impact and fluid contamination found in main pc board and interconnect board induced by the customer. Investigator's replaced the pump top case and bottom case, replace main pc board and interconnect board (contaminated). Performed power up process, calibration and device passed all the specified test according to tech service manual. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited post b alarm and broken case. No reported adverse effects.

Manufacturer narrative:
Additional information revealed no patient involvement with complaint of medfusion broken case post b alarm. The event occurred during testing.